Event description:
The customer called for assistance with the basal rate settings. The customer stated that he was in the hospital due to a broken neck, and was experiencing a high blood glucose reading of 230 mg/dl. The customer had delivered a bolus, but his blood glucose levels remained high. The customer declined troubleshooting, and only wants assistance with the basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.